Event description:
A facility reported that during a craniotomy procedure, after the mayfield composite series skull clamp (a3059) was locked it moved. The pin slipped out of the patient¿s head and caused a laceration to the head. They stated that this occurred immediately after application and prior to incision when patient was in supine position, and no repositioning took place. Unknown medical intervention was performed, the device was replaced and they proceeded with surgery. No delay in surgery was reported. Additional information has been requested.

Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis: the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The device passed all specific functional testing requirements except for the lock having rotational movement when the unit is not under pressure. However, this would not have caused a slippage. When the unit is properly positioned and put under pressure the unit would not have slipped. No repairs are needed at this time. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs team could not duplicate slippage. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.